Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported capsular contracture baker grade ii/iii and breast ptosis. Ptosis is considered not device related. This record is for the right side. The device was explanted.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported capsular contracture baker grade ii/iii and breast ptosis. Ptosis is considered not device related. This record is for the right side. The device was explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ ptosis : unable to observe through visual inspection as it is a physiological phenomenon. ¿ capsular contrature: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis non penetrating nicks are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.